Event description:
The customer received questionable thyrotropin (tsh) results for one patient sample and questionable intact human chorionic gonadotropin + the ss-subunit (hcg+b) results for another patient sample. Patient sample 1 initial tsh result was 0.046 uiu/ml. The repeat result on the same analyzer was 6.59 uiu/ml. The result from the cobas e601 analyzer at another site was 6.76 uiu/ml. Patient sample 2 initial hcg+b result was 0.419 miu/ml. The repeat result on the same analyzer was 15.36 miu/ml. The result from the cobas e601 analyzer at another site was 5773 miu/ml. The initial results were reported outside the laboratory. The result from the cobas e601 analyzer was believed to be correct. The patients were not adversely affected. The tsh reagent lot number was 17359401 with an expiration date of 04/30/2014. The hcg+b reagent lot number was 17160105 with an expiration date of 06/30/2014. The field service representative found there was a possible issue with the stirrer motor running weak. He also found the pinch valve tubing was not fully installed over the nipples. He replaced the stirrer motor and ran performance testing and qc.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.